Event description:
It was reported to olympus, the evis lucera elite colonovideoscope produced an e315 (no image) scope error there was no report of patient or user harm associated with this event.

Manufacturer narrative:
The customer reported allegation was not confirmed. The air/water nozzle was clogged and had a degraded drain function. Scratches were found on the body of the scope connector side of the universal cord and the insertion tube, the bond of the bending section cover was cracked, the, the universal cord was wrinkled, the flexible tube of the insertion tube was crushed the suction cylinder was scraped and had peeling paint. The water tightness of the up/down was not maintained and the scope connector was cracked and leaking. The adhesive on the bending section was cloudy and had missing pieces. The bending angle and the play of the bending knob was out of specification due to the elongation of the angle wire. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Although the suggested phenomenon was not reproduced, it was presumed to have been due to a short circuit which occurred by waterdrops that adhered to the internal circuit board due to water invasion into the scope connector, and the abnormality in the image appeared. It was presumed that the water leak may have been caused due to water invasion from the venting connector, as detailed below: ·the flow of strong water pressure directly hit the one-way valve section of the venting connector. ·with the scope swamped, some load was applied like that the one-way valve of the water leak detection connector was opened by such as a brush. ·waterdrops then adhered to connected to the venting connector connection section. It was furthermore noted that there was no history of replacement since delivery in september 2017. Therefore, the event may have been caused due to long-term use. It is recommended to the user facility to maintain a pre-use check and periodic check of the device. It is further suggested that the user facility check if detergents and other chemicals used for the precleaning of the device at the facility "have been used under conditions including dilution concentration encouraged by the manufacturer", and "rinsing, wiping and drying have been implemented sufficiently". Olympus will continue to monitor field performance for this device.